Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of pod hazard alarm. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported receiving a message and stated, "it displayed a message indicating the pod had failed, and it was down for over 4 hours, during which time it was not delivering insulin.¿ the mother reported the symptoms included blood glucose level over 500 mg/dl, vomiting, lethargic (was out of it), and turning blue. The patient was brought to the emergency room (ER) on (B)(6)2025, at 3:00 am. The mother reported insulin was administered at bedside; then the patient returned to the correction factor. The patient was released from the ER that same day at 7:20 am.